Manufacturer narrative:
Submit date: 09/26/2016. An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2016 that a customer had an issue with a peripherally inserted central catheter (PICC). The customer stated that they found that the purple lumen of the PICC had a crack in it and was leaking ivf. Pump paused, PICC lumen cleansed and sterile gauze placed over area. The rn received verbal order to remove PICC as tpn and lipids would be discontinued. PICC removed by rn.

Manufacturer narrative:
Submit date: 11/17/2016. The device history record was reviewed and indicated that the product was release accomplishing all quality standards. The product sample was received for analysis and investigation; it consisted of one used PICC catheter that present signs of use due to the sample have glue of the sterile gauze that was used to attach the catheter with the skin in the butterfly and in one strain relief. Under water test was performed in order to confirm the reported condition; however no leaks were identified. The catheter does not reveal a defective condition. During the manufacturing process, catheters are submitted to a 100% pressure testing. Based on the available information, it can be concluded that product was manufactured according to specifications and the device functioned as intended for an undetermined amount of time, and the sample returned for evaluation does not present defective conditions; therefore the most probable root cause can be considered as customer perception; blood/liquid residues were confused with leaking. No trends or triggers have been found, therefore, a corrective or preventive action is not deemed necessary at this time. It must be noted that in-process controls (such as personnel training, incoming quality acceptance testing for raw material, 100% in process visual inspection and visual acceptance sampling) are in place to prevent nonconforming product from leaving the manufacturing operations. This complaint will be used for tracking and trending purposes.